Event description:
It was reported that the device had logged two fault codes and during testing, it determined that the device would not deliver defibrillation therapy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and verified the reported failure; however, physio was unable to determine the cause of the reported failure.